Event description:
The customer received a questionable total bilirubin special (tbili) result on their c501 analyzer. The patient's initial tbili result was 0.2 mg/dl accompanied by a data flag and was reported outside the laboratory. The patient's sample was repeated on another c501, serial number (B)(4). The tbili repeat result was 3.9 mg/dl accompanied by a data flag. The customer considered the repeat result to be correct. The laboratory personnel caught the error before the patient was treated and notified the floor. There were no adverse events. The tbili reagent lot number was 64928201 and the expiration date was 11/30/2012. The customer stated the sample was not ordered as being run in a microcup. It was explained to the customer that a sample run in a microcup must be ordered as such because the analyzer level detects differently with these samples. The customer agreed this is most likely the issue and declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.